Manufacturer narrative:
E1 - address 1 - (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had internal adhesive mat is cracked. The issue was found during maintenance of device. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: manifold unit is damaged and malfunctioned. Damage to the interface of the pinch valve on the circuit board a definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: mechanical shock appears to have caused the component failure. Olympus will continue to monitor field performance for this device.